Event description:
Revision of optetrak cc due to infection. Devices were implanted during a revision on (B)(6) 2010. Primary date of surgery was not reported.

Manufacturer narrative:
Revised devices were not returned for eval. Additionally, device information was not provided precluding a review of the device history record.